Event description:
A hospital in (B)(6) reported via a distributor that a wire of a 900mr510 reusable heater wire came off after sterilizing a few times. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The 900mr510 reusable heater wire is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that a wire of a 900mr510 reusable heater wire came off after sterilizing for a few times. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned 900mr510 reusable heater wire was visually inspected for the reported damage. Results: visual inspection of the returned device revealed that a heater wire had come loose, confirming the reported fault. Conclusion: the heater wire of the returned 900mr510 had come loose due to incorrect assembly in the production line.